Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Once the returned device has been evaluated, a supplemental report will be submitted. File linked to sub, ission name: 3011649314-2025-00693. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a hahn tapered implant broke. The patient's bone quality is type ii. The patient presented on (B)(6) 2022 for a primary procedure on tooth #20. On (B)(6) 2025, the patient presented and said the implant felt loose. The provider noticed that the implant had broken at the first thread. The implant was removed on (B)(6) 2025 and replaced. No permanent injury was reported.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results. The DHR was reviewed for hahn tapered implant lot# 6115625 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results. A review of stock product was performed for hahn tapered implant lot# 6115625 and found no additional product in stock. Investigation methods/results. The device was returned but not in the original package. The implant was returned in two pieces and a dental prosthetic was attached to the upper portion of the implant. The threads of the implant were intact, but it appeared that a portion of the implant was indented. Matter was observed in the treading of the implant. Root cause description. A root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the implant during the initial placement which may have caused additional stress to the implant where the implant could have fractured over time. It is unclear the methods of implant placement used during the initial procedure and the insertion torque value. Additionally, the patient's medical history may have played a factor as per the reported information, the patient has a history of parafunction and possibly bruxism. IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the implant placement section: "step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the precautions section: "implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in the recommended torque values section under prosthetic components: "the recommended torque value for affixing hahn tapered implant abutments and multi-unit abutments to hahn tapered implants is 35 ncm. The recommended torque value for affixing hahn tapered implant multi-unit accessories utilizing the multi-unit prosthetic screw is 15 ncm. Any other screw-retained prosthetic components, such as impression copings or scanning abutments, should be hand-tightened only." The manufacturer internal reference number is: (B)(4).